Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open urethral anastomosis, the surgeon broke the suture while completing the standard knot throw. The surgeon was also questioning the brittleness of the suture. The surgeon retied the knot to complete the procedure. There was no patient injury.